Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image with ltf and 190 scopes. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, no image with ltf and 190 scopes, top cover needs to be replaced, feet need to be replaced, front panel need to be replaced, bad locking mechanism, and software update required. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d4(unique identifier number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten(10) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: a normal connection could not be conducted and image was not displayed due to bad locking mechanism of scope connector. Olympus will continue to monitor field performance for this device.